Event description:
Reportedly, the device was explanted at implant due to regurgitation. Device was replaced with same model and size. Per the (B) (4): "after the implantation see the surgeon a central jet, the valve had an a2-a3 with not many coaptation. The valve became explanted and another one built-in." Surgeon initially communicated to sales rep that although the surgery took a bit longer, there were no consequences for the patient.

Event description:
It was reported to baxter (B)(4) that an infusor sv 200 device was missing a cap before use. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
Patient was discharged from hospital. No additional information regarding the patient condition was reported. Surgeon has not been available for follow up (on vacation). Incorrect form was submitted and there is missing information. Requested sales rep to follow up with surgeon for the missing information and for a copy of the echo cd, op report and return of the device for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Customer letter is required. This was determined reportable per edwards lifesciences procedures. Device has not been returned.

Manufacturer narrative:
Evaluation summary: almost one third of the sewing ring has been cut off exposing the wireform. No other inconsistencies detected or in the x-ray. The valve will be sent to research and development for functional testing. (B)(4) summary and conclusions: this valve was explanted at implant due to reported regurgitation originating from the center of the valve. Edwards's standardized in vitro functional tests measured a trf slightly exceeding the maximum allowed by iso(B)(4). Considering the poor condition of the valve as received, the majority of the regurgitation measured in vitro is most likely due to the severely damaged sewing ring and central hole caused by the distortion of the commissure. Since no echocardiography is available, the valve's behavior and regurgitation observed in vivo cannot be confirmed at this time. On 09/21/2010, final approval of the r&d findings received.